Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that at the patient's post-op appointment their battery site opened up. The patient was given oral antibiotics. After the md follow up the ipg site is healing well, and therapy is effective.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.